Manufacturer narrative:
Patient event of perforation. Investigation results: a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. From the information available this device was used per the directions for use (dfu) / product label. Perforation is listed in the dfu for this product as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that wallflex enteral colonic stents were implanted in patients on unknown dates many years ago. Reportedly, no problems were noted during the stent placement procedures. According to the physician, there were perforations caused by the stent. In the physician¿s assessment, the stent¿s high axial force pushing through the wall caused to the perforations.